Event description:
It was reported the patient was having trouble recharging the stimulator. The patient would recharge until the "battery full" icon appeared but as soon as the device was synched with the programmer, the battery status would only show as 50%. Currently, telemetry was not possible with either the recharger, patient programmer, or physician programmer, and the patient had no therapy. The battery was palpated and it could easily be felt through the skin. Additionally, the patient did not think the battery had flipped in the pocket. It was suspected the device was overdischarged and a physician mode recharge (pmr) was needed. The pmr was attempted with 2 different rechargers, however, the "reposition antenna icon" symbol was being displayed. This symbol indicated the pmr was not entered correctly, but another pmr was not performed because it was noted the battery was not able to hold a charge anyway. The device was replaced, and the patient was getting "on fine" and only needed slight tweaking to the programs to maximize coverage. There was no patient injury.

Manufacturer narrative:
Product ID 37752 lot# serial# unknown implanted: explanted: product type recharger. Final device analysis of the implantable neurostimulator (ins) revealed stim ins battery reduced capacity due to overdischarge. The ins is functionally okay, but the battery has reduced capacity due to being overdischarged. According to the trace report taken from the ins, this device was last recharged on (B)(6)-2011. It went to the lock mode on (B)(6)-2011. It was not recharged again until it was done in the medtronic neuro analysis lab using the physician mode recharge. It took one full physician mode recharge to restore telemetry to the ins. After a full recharge, the ins was tested with a mystim patient programmer and showed that the battery was at 100%. The alleged complaint regarding the mystim patient programmer was not duplicated.